Event description:
A report was received that the patient developed pain at the ipg site and was treated with a trigger point injection. This event was assessed to be related to the device and not related to the procedure. The event was resolved.